Event description:
It was reported that red button allegedly keeps unlocking itself when locked after a short time of use. No injury reported.

Manufacturer narrative:
It was reported that red button allegedly keeps unlocking itself when locked after a short time of use. No injury reported. To date, the actual device has not been returned. Other devices have been evaluted and the root cause of the complaint is a damaged component, confirmed to be the same malfunction found in 9616086-2023-00007.